Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No lot or serial numbers were communicated; device expiration date and device manufacturing date not available. UDI#: unknown.

Event description:
It was reported the cannula was reprocessed 4 times according to IFU. Approximately 1h after cuff blocking, the cuff water ran out of the mouth. The cuff has a hole above. No mechanical influence possible. No patient injury was reported. Additional information received via e-mail (B)(6) 2022: end user information was updated.

Manufacturer narrative:
Device evaluation: one unit was received for investigation. Visual inspection of the custom device with the unaided eye under normal lighting revealed a cut in the cuff approximately 2 mm long right below the edge of the cuff bad on the top plane of the shaft. Per the complaint description the device had been successfully used and the defect was found after it had been reprocessed four times. The complaint was confirmed however a root cause could not be identified. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are planned at this time. Smiths medical regularly analyzes complaint data and trends and will take further actions accordingly.